Event description:
It was reported a clinical study pt had a benign prostatic hyperplasia (bph) procedure on (B)(6) 2012. Two days post procedure, the pt presented with strong bloody urine, onset date (B)(6) 2012. Flushing catheters were used. (B)(6) 2012, blood coagulation hemostasis was performed. Resolved (B)(6) 2012. Prolonged hosp stay (4 days); discharged from hosp (B)(6) 2012. No further info was reported.